Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances during the ICD replacement procedure. The ICD was replaced, and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed high, out of range shock impedances during the ICD replacement procedure. The ICD was replaced, and the rv lead remains in service. The ICD was returned for analysis at this time. No additional adverse patient effects were reported. The device has been analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.